Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a phacoemulsification (phaco) tip failed (broken) while performing the procedure phacoeresis plus intraocular lens in the right eye of a patient. The phaco tip was replaced and the procedure was completed. There was no issue with the handpiece. There was no harm to the patient due to timely investigation by the surgeon.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the photos provided confirms the reported issue of there was a failure of clinical input with the tip 45 degree. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The report of broken phacoemulsification (phaco) tip is confirmed based on the photos provided. However, because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).